Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external visual inspection was performed and no issues were noted. Upon conclusion of the investigation, the cause was determined to be false empty and use error, inappropriate bypass of the drain, not including I-drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 02:07:41. During night drain cycle four, the patient's ultrafiltration reading was 1732ml, indicating the home patient (hp) drained 1732ml more than their maximum programmed fill volume of 2600ml. No additional information is available.